Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician performed intervention and noticed that the occlusion balloon had deflated unexpectedly. The device was removed from the patient. The patient is reported to be fine.